Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: could be armd (adverse reaction to metallic debris) due to trunnionosis. Revision.

Event description:
The following was reported: could be armd(adverse reaction to metallic debris) due to trunnionosis. Revision.

Manufacturer narrative:
Reported event: an event regarding wear/trunnionosis involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.